Event description:
It was reported that during a gastrectomy procedure, the tip of the blade was broken off after a few actuations. The broken piece was already retrieved. Error code could not be confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.